Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they were in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed a cortisone cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.